Manufacturer narrative:
The evoke spinal cord stimulation (scs) system remains implanted in the patient. The cause of the inadequate pain coverage following implant procedure could not be determined. Inadequate pain relief following system implantation which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in evoke scs system surgical guide. The manufacturing records were reviewed, and the product met requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief following the implant procedure. Reprogramming was performed multiple times without the desired result. A revision procedure was performed to reposition the leads. The patient reported satisfactory pain coverage post procedure.